Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motor error alarm, drive support cap was chipped and had moisture from outside, buttons were stick at the time of no delivery alarm. The customer¿s blood glucose level was unknown. The customer also stated that they were able to clear the alarm and able to complete rewind the insulin pump. Troubleshooting was performed. The customer was declined troubleshoot for no delivery alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan and to retrieve settings. The insulin pump will be returned for analysis.